Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient suffered a laceration on the liver.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: laceration on the liver. Probable root cause: material/design error ; severe shipping conditions; user error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient suffered a laceration on the liver.